Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged that the aviva meter's plastic casing on the back looked like it was melting. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device. Reporter discarded the meter, so no product will be returned for evaluation.